Event description:
It was reported that during an open sigmoidectomy, the device could not be fired at the 1st firing on the ileum. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The sc60 device was received for analysis with the clamping mechanism damaged and with a cartridge loaded on the device. The reload was received partially fired 1/8 consistent with an incomplete firing cycle. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing the device was disassembled to verify the integrity of the internal components; the closure trigger was found damaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.